Manufacturer narrative:
Pump failed to power up when inserting the battery tester device due to corroded battery tube compartment noted. However pump powers up when installing regular battery. Pump passed displacement test. Broken reservoir tube lip noted. The reservoir stop tester tool was able to lock in place. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm. The customer¿s blood glucose level was 162 mg/dl at the time of incident. Contacts were not missing or damaged. Customer stated that the spring was neither damaged nor corroded. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the reservoir compartment was cracked, chipped and missing piece. Customer stated that the reservoir was able to lock in place. Customer declined troubleshooting for battery out limit alarm. The insulin pump will be returned for analysis.